Manufacturer narrative:
The device remains in the patient's eye and is not available for evaluation. Device identifiers were not provided. The stent was unable to be implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. The instructions for use (IFU) were reviewed. Cyclodialysis cleft and malpositioned stent are identified in the device labeling as known inherent risks of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, no quality product deficiency was identified. (B)(4).

Event description:
The surgeon reported that during an attempted istent implantation, visualization was compromised secondary to heme. A cyclodialysis cleft was inadvertently created. The surgeon made a few attempts at implantation, but the visualization became worse. The stent was lost in the cleft, and could not be retrieved. The procedure was aborted. This was the surgeon's first istent procedure. On postoperative day one the patient's iop was 12 mm hg and the patient was doing well. The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who reported that postoperative imaging by gonioscope showed trauma to the trabecular meshwork at the area of attempted insertion. The stent was not visible in the area of the cleft. The surgeon and medical monitor discussed possible treatment options, and at this time the patient will be monitored closely. Additional information has been requested.

Manufacturer narrative:
A review of the device labeling was completed. Cyclodialysis cleft and stent malposition are identified in the device labeling as known inherent risks of glaucoma stent surgery. The instructions for use (IFU) adequately provide instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
Clinical follow-up was requested and the surgeon provided the following additional details. The cyclodialysis cleft was less than one clock hour and required no intervention. The posterior end of the stent was barely visible with gonioscopy. There has been no adverse impact to the patient as a result of the malpositioned stent. The patient remains on postoperative drops and no glaucoma drops. The patient's current status and prognosis is "good" and will continue to be monitored.